Manufacturer narrative:
This report is filed on december 22, 2017.

Event description:
Per the clinic, the patient experienced intermittencies and a loss of connection to the internal device subsequent to sustaining a head injury. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.